Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns a male patient (in 40's) who received treatment with synvisc one injection and later after 2 days could barely walk and had severe pain, swelling, 90 cc removed from patient's knee and was not active after unknown latency. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with synvisc one injection (third or fourth injection), once (dose, route, indication, batch/lot and expiration date not provided). On (B)(6) 2017, 2 days after receiving injection, patient could barely walk. It was reported that the patient was on crutches and complained of severe pain and swelling (onset dates and latency: unknown). On an unknown date, after unknown latency, the doctor pulled out 90cc from the patient's knee. The patient was not active when asked about his activity level. The amount withdrawn on patient's knee was sent for cultures and it came back negative. It was reported that the patient was seen again on (B)(6) 2017 and an additional 30cc was removed. The patient also received a cortisone injection on the same day. Corrective treatment: crutches; cortisone for could barely walk, cortisone for severe pain and knee effusion, 90 cc and 30 cc removed for swelling, not reported for not active. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for could barely walk, severe pain, swelling, 90 cc removed from patient's knee. Pharmacovigilance comment: (B)(4) comment dated 13-apr-2017: this case concerns a patient who received treatment with synvisc one and later experienced walking difficulty due to knee and knee swelling. Since a significant temporal relationship can be established the causal role os suspect product cannot be denied in occurrence of the events. However, due to lack of patient medical history, concurrent conditions and past drugs complete medical assessment of the case is difficult.

Event description:
This unsolicited case from united states was received on 10-apr-2017 from a nurse. This case concerns a male patient (in (B)(6)'s) who received treatment with synvisc one injection and later after 2 days could barely walk and had severe pain, swelling, 90 cc removed from patient's knee and was not active after unknown latency. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with synvisc one injection (third or fourth injection), once (dose, route, indication, batch/lot and expiration date not provided). On (B)(6) 2017, 2 days after receiving injection, patient could barely walk. It was reported that the patient was on crutches and complained of severe pain and swelling (onset dates and latency: unknown). On an unknown date, after unknown latency, the doctor pulled out 90cc from the patient's knee. The patient was not active when asked about his activity level. The amount withdrawn on patient's knee was sent for cultures and it came back negative. It was reported that the patient was seen again on (B)(6) 2017 and an additional 30cc was removed. The patient also received a cortisone injection on the same day. Corrective treatment: crutches; cortisone for could barely walk, cortisone for severe pain and knee effusion, 90 cc and 30 cc removed for swelling, not reported for not active. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for could barely walk, severe pain, swelling, 90 cc removed from patient's knee. Additional information was received on 19-apr-2017: global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 19-apr-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 13-apr-2017: this case concerns a patient who received treatment with synvisc one and later experienced walking difficulty due to knee and knee swelling. Since a significant temporal relationship can be established the causal role os suspect product cannot be denied in occurrence of the events. However, due to lack of patient medical history, concurrent conditions and past drugs complete medical assessment of the case is difficult.